Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on description of event and review of imaging. According to the complaint report, "a metallic object was found to be poking through the duodenum; upon a f/u CT strut of celect filter was found to have eroded through the caval wall and protrude through the duodenum." Imaging review confirms perforation of the ivc. Three primary legs demonstrate grade 3 interactions with ivc; one leg extends trough the posterior wall of the duodenum and into the duodenal lumen, one abuts the right iliopsoas muscle, and the third through both the anterior and posterior wall of the duodenum. The fourth primary leg demonstrate a grade 2 interaction with the ivc and extends into the retroperitoneal fat. Six secondary legs demonstrate grade 1 interaction with the ivc wall, while two secondary legs demonstrate grade 3 interaction; one extends into the lumen of the duodenum and the other which abuts the posterior wall of the duodenum. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during the lower gi scope a metallic object was found to be poking through the duodenum; upon a f/u CT strut of celect filter was found to have eroded through the caval wall and protruded through the duodenum. Dr. Does not feel this is the cause for the lower gi bleed as patient has other conditions. That was more so an incidental finding. Dr. Wants vascular surgeon support to attempt retrieval." Patient outcome: filter removal.